Event description:
Pt in asystole, epicardial pacing wires attached to pacemaker generator and unit turned "on". No response noted, new battery installed annd unit would turn "on", but would not accept any selections for pacing. Another generator attached with immediate spikes noted. No negative pt outcome.